Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit was found not to be working. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 3 of 3 for the same event. It was reported from (B)(6) that during a trochanteric fixation nail surgery, it was observed that the coupling device for k-wires was not holding the wires properly when used together. According to the reporter, the jaws on the device were probably too worn. It was further reported that the quick coupling device for drill bits had come apart and the battery casing device would not hold/secure the battery when used together. It was reported that there was an eight minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There was a medical intervention but it was not specified. There were no injuries or prolonged hospitalization. It was reported that the surgery was completed successfully. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.